Event description:
A healthcare professional reported that during two separate procedure, the surgeon noted the knife used to make the incision was blunt. There was no pt harm reported. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).